Event description:
The manufacturer received information alleging an issue related to a remstar plus device's sound abatement. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously mentioned in date of event and date rec¿d by MFR the incorrect date of (B)(6) 2020. The correct date should have been entered as (B)(6) 2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. In the initial report manufacturer incorrectly reported b5,d1,d4,d8,e3,h6 sections after review these sections are correctly updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged super dry mouth.there was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.